Manufacturer narrative:
A thorough investigation was not able to be performed as no product code, lot number, or sample was provided. A review of complaints was performed and there have not been any similar reports related to a device malfunction.

Event description:
This event is deemed reportable based on the allegations in a lawsuit which, while unsubstantiated, suggest that a reportable event may have occurred during use of atrium medicals mesh product. Plaintiff alleges mesh was implanted with the intention of treating the plaintiff for pelvic organ prolapse and/or stress urinary incontinence. Plaintiff alleges extreme pain, erosion of her internal bodily tissue, dyspareunia, add'l surgery and other injuries. Since this is a legal matter, the case has been turned over to legal counsel and further info obtained through investigation or discovery may fall under the attorney/client and/or work product privilege. However, atrium will supplement this report as appropriate if add'l info comes to its attention.

Manufacturer narrative:
Investigation: based on the review of the device history and sterilization records and product complaint details atrium can find no fault with the product. This lot of mesh passed all quality and performance requirement.

Event description:
Plaintiff allegedly also experienced infection, abscess, adhesions, sinus, unsecured mesh, purulent drainage and sacrocolpopexy.